Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occured. The 90% target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon was used for pre-dilatation. The balloon was inflated to 8 atmospheres (atm) and 10atm. However, on the third inflation, the balloon ruptured at 12atm. The procedure was completed with a different device. No patient complications were reported and the patient was stable.